Event description:
The customer observed a false positive b-hcg result for one patient on the architect i2000sr analyzer. The following data was provided from (B)(6): initial 31.8 (positive), repeat 3.3 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and (B)(4) testing review. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. (B)(4) participates in the external quality assessment scheme (B)(4) hcg. Architect total b-hcg reagent kit, list number 7k78, reagent lot number 33908ui00 was used during testing of (B)(4) samples in may 2014. A review of this testing concluded that the assay accurately recovered different levels of analyte in external quality samples. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.